Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to analyze and displayed a "cable fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: the device was not returned to zoll medical corporation for an evaluation, instead a zoll representative went onsite to evaluate the device; the customer's report was not replicated or confirmed. Review of the device log indicates the device has an unsupported cable ID. Cable fault is prompted, and the prompt repeats each time an analysis is requested. For a 'cable fault' prompt, the operators guide instructs to check the pad or cable and replace if necessary. It's recommended to check the pads, cable connection, and replace them if necessary. Analysis of reports of this type has not identified an increase in trend.